Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. One air bubble noted, patient not affected rv 92.6, rate 2.2, given 7.45. No further information available.